Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending rubber glue cracked causing a leak and making the distal end sticky. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a sticky distal end involving an olympus gastrointestinal videoscope. The customer suspected the cause of the sticky distal end was due to a cracked bending rubber glue which gave way to a leak. There was no patient involvement.